Event description:
Reporter alleged obtaining a discrepant blood glucose result of 141 mg/dl on a patient using the inform system compared back to back with a result of 16 mg/dl on a lab system when testing was performed within 10 minutes. Reporter indicated that the patient was passed out and he was treated with d-50 after the lab result was obtained. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.